Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was capped and replaced on 20 feb 2023. The patient was stable throughout the procedure.